Manufacturer narrative:
The pump was received with minor scratches on the lcd window, loose drive support disk, broken end cap, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she was changing her infusion set, the whole back side of the insulin pump came out. Customer stated that the bottom part came out when she was filling the tubing. Customer's blood glucose was 71 mg/dl. Customer stated that the drive support cap is sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.